Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the bronchus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for a malignant airway obstruction. The patient's anatomy was not tortuous, and it had not been dilated prior to the stent placement. During the procedure, the stent was unable to deploy fully within the patient. The partially deployed stent was removed, and was able to deploy outside the patient's body. The procedure was completed with another ultraflex tracheobronchial stent device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the bronchus on (B)(6) 2012, during a stent placement procedure. According to the complainant, the indication for the stent placement was for a malignant airway obstruction. The patient's anatomy was not tortuous, and it had not been dilated prior to the stent placement. During the procedure, the stent was unable to deploy fully within the patient. The partially deployed stent was removed, and was able to deploy outside the patient's body. The procedure was completed with another ultraflex tracheobronchial stent device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and had been returned. No issues were noted with the deployed stent. It was noted that the shaft was kinked at approximately 90 mm proximal to the distal tip. No other issues were noted with the device. The review and analysis of all available information failed to indicate a root cause or probable root cause. The most probable root cause classification is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.